Event description:
It was reported that a screw sheared off from a kerrison rongeur and fell in the pt. The procedure was a lumbar laminectomy, multiple level. The screw was retrieved with a forceps without any delay or complications. There was no pt injury reported but it was reported there was a potential for pt injury.